Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro silicone boot peeled off inside the leg. The piece could not be retrieved as it was not found. The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning for investigation.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4). Item marked "ni" are unk to us at this time.